Manufacturer narrative:
The device has been received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the device collected blood in the reservoir, but the blood could not be transferred to the blood bag for re-infusion. None of the collected blood could be re-infused. The patient was not given a blood transfusion from either a blood bank or pre-donated blood. Although the account had a back up device on hand, the surgeon made the decision not to continue with the re-infusion.